Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additionally, the distal sheath a-rubber was identified as missing on the scope, along with deep scratches. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that, during preparation for use, the evis exera iii bronchovideoscope was not displaying an image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿health professional¿ which was inadvertently left off the initial report). The customer noted the bending section cover (a-rubber) may have gotten lost during the cleaning in central processing but unknown to be exact. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that while the user was handling the device, physical stress was applied to the bending section which led to breakage of the a-rubber. Based on the results of the investigation for phenomenon two, it is likely that while the user was handling the device, physical stress was applied to the bending section and insertion section which led to charge coupled device unit damage. As a result, no image appeared. The event can be prevented by following the instructions for use which state: "- inspection of the endoscope -inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. - do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.